Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision at all ranges and poor adaptation to iol. The iol was exchanged for another lens model 1 month following the initial implant procedure. The symptoms were resolved to the patient. Additional information received and stated that, in the surgeons opinion the poor adaptation to the iol caused the event.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area and returned loose in the specimen cup. The optic has been cut in half, typical of insertion and removal from the eye. Scratch\marks are observed on the optic. One mark is in the shape of a surgical instrument used to grasp the lens in the eye. Power and resolution inspection could not be conducted due to extensive damage. Qualified associated products were indicated. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. In the surgeon's opinion the cause of the event was due to the poor adaptation to the iol. The 315 (1.50cyl), 19.5 diopter (1.5 extended depth of focus) lens was replaced with a 30(1.50cyl), 20.5 diopter (add power +2.2/+3.2) lens. The manufacturer internal reference number is: (B)(4).